Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up the physician found a vt/vf episode due to oversensing. Low impedance and low sensing were also observed. The physician decided to schedule a new follow-up and monitor the lead.